Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a possible broken sensor. Pt stated that she experienced calibration issues and subsequent sensor failure following insertion. Pt reported that she could feel the retained distal end under her skin. Pt was otherwise fine and was not experiencing any signs of redness, swelling, or inflammation at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.